Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastr ointestinal/pelvic floor. It was reported the patient's prior implantable neurostimulator(ins) was replaced because the battery ran down. On (B)(6) 2016 the patient stated, when asked if the replacement was due to premature or normal battery depletion, "yes the last battery went low almost depleted in months". No patient symptoms reported. The event date of the device issue is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.